Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9800 system left monitor would not work. No pt injury was reported.